Event description:
Physician reported "gastric prolapse/band slippage" treated with hospitalization, "lap-band ap system adjustment", and a "lap-band ap system surgical revision" with "revision to re-position lap-band ap system (with preservation of the same band)" and "band unbuckled only". Physician reported event of "rebuckeld band" treated with "revision to re-position lap-band ap system (with preservation of the same band)". The device remains implanted.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Device labeling addresses the reported events of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation.